Manufacturer narrative:
For follow-up report#2, the year product analysis evaluated the meter should have read 2012 not 2011.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 4 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the alleged issue was confirmed when testing with control solution during investigation. It was also observed that the test strips failed for control solution high and that more test strips existed in the vial than the 25 test strips expected. The meter has also been returned to lfs; however, the investigation has not been completed. Once the evaluation has been completed, a follow up report will be submitted.